Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease fold, broken plug strap, opening in the posterior, brown particles inside the device, and yellow particles in the surface of the shell. Leak test was performed and identified an opening on posterior. A microscopic analysis was performed which identified a sharp opening in the posterior and broken/missing sharp edged plug strap. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening on posterior assessed as an unidentified (tear) opening, and a sharp broken/missing edge on plug strap assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a left-side deflation. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Device was explanted.